Manufacturer narrative:
Physio-control was able to duplicate the reported loss of power when the customer's third party usb data download accessory cable was plugged into the device's system connector. After connecting a different third party usb data download accessory cable to the device the reported issue could no longer be duplicated. Proper device operation was then confirmed through functional and performance testing and the device was returned to the customer for use. The removed third party usb data download accessory cable was returned to physio-control for further evaluation. Physio-control observed that physically manipulating the cable caused an electrical short at the 12 volt line, which resulted in the device powering off by itself. Physio-control determined that the cause of the reported power issue was that a shorted accessory cable (the third party usb data download accessory cable) was connected to the device's system connector.

Event description:
The customer contacted physio-control to report that while monitoring a patient during a cardiac call, their device powered off by itself unexpectedly. Medical personnel then attempted to power the device back on, however, the device would not respond and could not be powered on. Medical personnel were in the process of transporting the patient to the hospital when the reported issue occurred. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control attempted to contact the customer in order to obtain additional information about both the patient and the event; however no response has been received.

Event description:
The customer contacted physio-control to report that while monitoring a patient during a cardiac call, their device powered off by itself unexpectedly. Medical personnel then attempted to power the device back on, however, the device would not respond and could not be powered on. Medical personnel were in the process of transporting the patient to the hospital when the reported issue occurred. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control attempted to contact the customer in order to obtain additional information about both the patient and the event; however no response has been received.

Manufacturer narrative:
It was later confirmed by the customer that the actual date of the reported event was 12/06/2018. Therefore , event date, has been updated to 12/06/2018. The customer also provided patient details. As a result, have all been updated, accordingly. Furthermore, the customer confirmed that the patient, a 67 year-old male, survived the reported event. The customer advised that the patient¿s doctor had ordered transport for intermittent chest pains that were worsening with deep breaths, and that medical personnel were attempting to monitor him when the reported issue was observed. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was able to duplicate the reported issue. The device would not power on when prompted. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while monitoring a patient during a cardiac call, their device powered off by itself unexpectedly. Medical personnel then attempted to power the device back on, however, the device would not respond and could not be powered on. Medical personnel were in the process of transporting the patient to the hospital when the reported issue occurred. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control attempted to contact the customer in order to obtain additional information about both the patient and the event; however no response has been received.